Event description:
The patient contacted animas on (B)(6) 2013 reporting that they had a blood glucose (bg) of 24mg/dl and was hospitalized. The patient stated that her battery was dead and currently she is not able to troubleshoot the pump. Customer support (cs) was not able to complete troubleshooting because the battery was dead. Cs advised the patient to call back to complete troubleshooting. This report is being made due to the alleged hypoglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/15/2014 with the following findings: black box and histories for the event on 7/11/2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.